Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unknown date, the patient started treatment with intraperitoneal vancomycin (2g; frequency and duration not reported) and injection gentamycin (20mg; route, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Patient outcome and recovery status were unknown. No additional information is available.